Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the unit passes est (extended systems test) in adult and neonatal mode. The peep (positive end-expiratory pressure) is in specification and stable when increased.the flow trigger was increased to 0.9 l/min to stop autocycling when a hot wire flow sensor is used.ovp (operational verification procedure) was performed and the unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the avea ventilator experienced a small leak coming from an unknown location. There was no patient involvement reported with this event.